Manufacturer narrative:
Pt identifier: - (B)(6). Concomtinat medical product - oss tibial poly bearing 20mm, catalog#: 150414, lot#: 358720; oss poly tibial bushing, catalog#: 150476, lot#:684430; oss resurfacing femoral, catalog#: 150351, lot#: 645100; oss cemented im stem, catalog#: 150362, lot#: 216750; oss tibial block, catalog#: 150429, lot#: 643590; oss tibial block, catalog#: 150430, lot#: 106840; oss poly femoral bushing, catalog#: 150477, lot#: 236380; oss poly femoral bushing, catalog#: 150477, lot#: 795950; oss poly lock pin, catalog#: 150478, lot#: 482740; oss axle, catalog#: 150480 lot#: 333140; oss reinforced yoke, catalog#: 150493, lot#: 761690. Customer has indicated that the product will not be returned [hospital retained] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-05257, 1825034-2017-03685 and 1825034-2017-03686.

Event description:
It was reported that the patient underwent a revision of an orthopedic salvage system approximately fifteen (15) months post-implantation due to loosening of the tibial component. The tibial blocks and stem were removed and revised.